Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. See scanned page.

Event description:
It was reported that a spectrum pump delivered at a rate of 900 ml/hr. The customer stated the pump was programmed to deliver at a rate of 100 ml/hr (medication and programmed amount are unknown). It was also reported that this occurred during therapy. The customer stated the device was disconnected from the patient and sequestered. Any patient injury or medical intervention is unknown.